Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was selected for the implant. After several attempts to implant, at the final step of the tug test, pericardial effusion leading to cardiac tamponade was observed on transesophageal echocardiography (tee), and the patient experienced a drop in systemic pressure. Without releasing the device, pericardiocentesis was performed. Once the patient was stabilized, tee then showed that the device was no longer in it's intended location; the device was never released from the cable. The device was therefore re-captured and removed from the patient. The pericardial effusion increased again and the patient was transferred to cardiac surgery for resolution. The patient was reported to be in stable condition. No additional information was reported.

Manufacturer narrative:
An event of device migration, pericardial effusion leading to cardiac tamponade and drop in systemic pressure and was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was selected for the implant. After several attempts to implant, at the final step of the tug test, pericardial effusion leading to cardiac tamponade was observed on transesophageal echocardiography (tee), and the patient experienced a drop in systemic pressure. Without releasing the device, pericardiocentesis was performed. Once the patient was stabilized, tee then showed that the device was no longer in it's intended location; the device was never released from the cable. The device was therefore re-captured and removed from the patient. The pericardial effusion increased again and the patient was transferred to cardiac surgery for resolution. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received. The dimensions of the defect were sized via tee and angiographic measurement. The size was as follows: landing zone: 19/20 mm. Depth: 15/16 mm. The location of the effusion was observed on the left atrial appendage (laa) surface. There was reported to be difficulty implanting the device and there were multiple manipulation of the device during the procedure.